Manufacturer narrative:
Added codes.

Event description:
During a customer visit with the sales team in a therapy center in germany, the clinical applications manager was showing the body weight support system of the lokomatnanos. He took the cover away and detected that the rope sheat was damaged. Nobody was injured. The patient rope was misguided in the lower part of the weight support unit during installation, which caused the rope to come in contact with an aluminium profile and rub against it.